Event description:
Philips received a complaint on the patient information center ix indicating when there were updates in the background, alarms are not coming through, and they had to restart unit. There was a speaker malfunction error. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) remotely troubleshot the unit with the customer who was onsite. The customer stated after the windows update was installed, there was no audible alarms. The customer rebooted to resolve the issue. The philips technical consultant (tc) was dispatched onsite to further evaluate the unit. The tc reviewed the logs and was unable to find anything related to speaker not alarming. The unit was checked out and the system alarmed correctly. Based on the information provided in the case and by the philips rse/tc, the cause of the reported problem could not be confirmed. No further investigation or action is warranted at this time.